Manufacturer narrative:
The pdm was returned for eval and no problems were found that could have caused or contributed to erroneous bg readings. The device was tested using three different test strips with control solution; the pdm powered on, recognized the strips and gave acceptable readings for all three strips. Add'l testing of the bg meter was performed using a simulated strip tester - all measurements were within specified tolerance limits. There were no issues found with the pdm - the device performed as intended during the eval. Based on investigation results, there is no indication that the pdm would have provided erroneous bg readings. Note: the report references two separate pdms. It is unk whether the "first" or the "second" device was returned for eval.

Event description:
The customer reported that he was "getting erratic readings" from the pdm. The report indicated he had taken four bg readings within a two-minute time frame; bg results were as follows: 209, 390, 154 and 139 mg/dl. He tried again using test strips from a different vial and "was still having the same problem." A "second pdm" had been sent to him. He called back to report that this device was also "giving incorrect readings". His bg readings were 209 mg/dl then 57 mg/dl (though the time between these tests are unk). He expressed concern that if he had given a correction bolus, "he would be dead". The pdm will be returned for eval.